Event description:
A user facility returned the olympus device, gastrointestinal videoscope. To the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was white contamination in the air / water channels. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This device was returned to olympus as part of the annual inspection process. Additional evaluation findings are as follows: light cover glasses were chipped; light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was lifting/peeling; switch condition was worn; up angle was not to specification; and reduced angle play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the foreign material. We could not specify the root cause of the material remaining in the device. The foreign material could be simethicone. There was no deviation from IFU in reprocessing steps for the area where foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. The root cause of this event was unable to be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.